Manufacturer narrative:
Device evaluation: the device was subjected to visual external and internal inspection, as well as electrical testing. The evaluation determined that a component was not operating normally. Based on the results of the investigation, the reported event was confirmed. (B)(4).

Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
The programmer displayed error messages during pump inquiry on (B)(6) 2016. There was no patient or customer involvement and the pump was returned for evaluation.